Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted.

Event description:
Healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; an opening and white biological tissue on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.